Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed back light check. No back light anomaly noted. No displacement anomaly or motor anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using care link. All buttons function properly. No unresponsive buttons or button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device had cracked battery tube threads, cracked case at the reservoir tube window corner and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family reported via phone call that the customer was hospitalized on an unknown date due to unknown reason. The customer¿s blood glucose level was 208 mg/dl at the time of the call. They reported that the insulin pump had been exposed to magnetic resonance imaging and was not able to get the insulin pump to function. The customer reported that keypad was unresponsive. The insulin pump will be returned for analysis.